Event description:
It was reported that balloon pinhole occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right superficial femoral artery. A 1.5mm coyote and 3mm coyote nc balloon catheters were initially used for dilatation. Then the 5.0 x 40, 135cm mustang¿ balloon catheter was also advanced for dilatation, and upon inflation at unspecified atmospheres, leakage was confirmed from the proximal part of the balloon. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).